Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted that staining was present indicating vessel dissection. There was no drop in blood pressure so the physician continued the procedure. The left ventricular lead was implanted successfully. The patient was in stable condition.